Manufacturer narrative:
Complaint conclusion: during deployment of a palmaz genesis pro stent in a calcified and 70% stenosed external iliac artery the balloon ruptured and leakage of contrast was noted from the balloon. The stent was not deployed and the device was removed from the patient easily and intact. There was no difficulty removing the product from the hoop, the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device did prep normally and maintained negative pressure. The balloon was inflated with a cook indeflator. The contrast media used was visipaque with a contrast ratio of 30:70. The same indefaltor was used successfully with other devices. There was no resistance/friction while inserting the device through the guide catheter. There was no difficulty advancing the catheter through the vessel. There was no difficulty crossing the lesion and the c one non sterile catheter long gen / pro 29 x 60 80.0cm was received coiled inside in a plastic bag. The stent was received mounted on the balloon. The balloon was not inflated. The balloon was received damaged at 4.5cm from distal tip end. No other anomalies were received in the returned device. Leak test could not be performed due to balloon burst conditions. Sem analysis was performed to identify the cause of balloon burst. Sem results showed that the balloon external and internal surfaces exhibited no evidence of damaged. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Customer complaint reported as "balloon burst" was confirmed through analysis of the returned device. The exact cause of the difficulty experienced by the customer could not be determined; however, it was reported that the device was able to maintain negative pressure during preparation which indicates that the balloon was not ruptured prior to use in the patient. Based on the information available, there are vessel characteristics (calcification and 70% stenosis) that may have contributed to the event reported. Neither the DHR, analysis, nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, during a procedure, upon dilation a palmaz genesis balloon ruptured. The device was removed easily and intact from the patient. There was no patient injury. Initially, a long gen / pro 29 x 60 bil 80 stent was advanced to lesion in the iliac system. The physician was aware that the genesis stent was biliary indicated. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device did prep normally, maintain negative pressure. The balloon was inflated with a cook indeflator. The contrast media used was visipaque with a contrast ratio of 30 to 70. The same indefaltor was used successfully with other devices. There was no resistance/friction while inserting the device through the guide catheter. There was no difficulty advancing the catheter through the vessel. There was no difficulty crossing the lesion and the catheter was not in any acute bends. Stent was properly deployed. There was leakage noted from the balloon. The balloon did not seem to "stick" to a stent. The target lesion was the external iliac and it was described as calcified and having 70% stenosis.